Event description:
International regulatory agency reported that a pt presented with indications of redness and pus along the suture line at an unspecified time following a joint replacement procedure. Additional info was requested; no further info will be provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.